Manufacturer narrative:
Upon further investigation of sample ids (B)(6) , the values generated at the customer site could be reproduced. It was determined these samples contained an interfering factor to the streptavidin component of the ft3 and ft4 assays. This limitation is covered in product labeling. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For sample ID (B)(6) , the investigation could not identify a product problem. The cause of the event could not be determined. This sample was not available for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with thyroid assays on the cobas 8000 e 801 module and the following analyzers used for investigation: a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. Affected tests include elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys tsh assay. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(4) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(4) for information related to the tsh assay. Refer to the attachment for all patient data. Values highlighted in yellow are discrepant. The samples were initially tested on the reporter's e 801 analyzer on (B)(6) 2019. The sample was repeated on a centaur analyzer. The sample was also provided for investigation where it was tested on the e 602 analyzer and e411 analyzer used for investigation on (B)(6) 2019. During investigations, the sample was tested on the second e 801 analyzer on (B)(6) 2019. The e 801 analyzer used by the reporter is serial number (B)(4). The e 602 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 396459, with an expiration date of 31-mar-2020 was used on this analyzer. The e411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 396459, with an expiration date of 31-mar-2020 was used on this analyzer. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer.